Event description:
This rv lead was implanted on (B)(6) 1983 and was capped on (B)(6) 2012 due to lead insulation disintegrated with handling. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).